Event description:
It was reported that pre-mature detachment and patient death occurred. A left atrial appendage (laa) closure procedure was being performed in a patient with a shallow broccoli shaped laa. A watchman access system (was) was positioned at the laa. A 24mm watchman flx pro closure device and delivery system (wds) were advanced and deployed but did not meet release criteria. The 24mm wds was exchanged for a 27mm wds. Prior to deploying the 27mm wds, the was had moved out of position so the 27mm wds was removed, and a pigtail was inserted to reposition the was. The 27mm wds was re-flushed and inserted back into the patient. The 27mm was deployed multiple times with approximately five recaptures. The physician decided there was not enough depth for the 27mm wds and the plan was to abort the procedure. However, as the physician was recapturing one final time, the core wire became unattached from the threaded insert of the closure device. The closure device was partially in the was. The physician attempted to screw the core wire back into the closure device, however in doing so, that pushed the closure device out of the was. The closure device then migrated to the mitral valve where it became stuck causing mitral regurgitation, and the patient began decompensating quickly. Cardiopulmonary resuscitation was initiated, and the patient was placed on extracorporeal membrane oxygen (ECMO). The physicians decided to attempt snaring the closure device. The physician was able to get ahold of the closure device using a fast catheter cryo sheath and a grasping snare. The closure device was dislodged from the mitral valve however the physicians were unable to pull the closure device all the way into the cryo sheath. A wire was passed through the closure device to maintain control while the physicians upsized the cryo sheath to a mitral clip sheath. Once the mitral clip sheath was across the septum, the closure device was easily pulled into the sheath and removed from the body. The groin access was surgically repaired, and the patient was sent to the intensive care unit still intubated. Follow-up echocardiogram indicated more mitral regurgitation than prior to the procedure was still present. The following day, the patient experienced a watershed stroke. The patient was placed on comfort care. The patient died six (6) days post-procedure.

Event description:
It was reported that pre-mature detachment occurred. A left atrial appendage (laa) closure procedure was being performed in a patient with a shallow broccoli shaped laa. A watchman access system (was) was positioned at the laa. A 24mm watchman flx pro closure device and delivery system (wds) were advanced and deployed but did not meet release criteria. The 24mm wds was exchanged for a 27mm wds. Prior to deploying the 27mm wds, the was had moved out of position so the 27mm wds was removed, and a pigtail was inserted to reposition the was. The 27mm wds was re-flushed and inserted back into the patient. The 27mm was deployed multiple times with approximately five recaptures. The physician decided there was not enough depth for the 27mm wds and the plan was to abort the procedure. However, as the physician was recapturing one final time, the core wire became unattached from the threaded insert of the closure device. The closure device was partially in the was. The physician attempted to screw the core wire back into the closure device, however in doing so, that pushed the closure device out of the was. The closure device then migrated to the mitral valve where it became stuck causing mitral regurgitation, and the patient began decompensating quickly. Cardiopulmonary resuscitation was initiated, and the patient was placed on extracorporeal membrane oxygen (ECMO). The physicians decided to attempt snaring the closure device. The physician was able to get ahold of the closure device using a fast catheter cryo sheath and a grasping snare. The closure device was dislodged from the mitral valve however the physicians were unable to pull the closure device all the way into the cryo sheath. A wire was passed through the closure device to maintain control while the physicians upsized the cryo sheath to a mitral clip sheath. Once the mitral clip sheath was across the septum, the closure device was easily pulled into the sheath and removed from the body. The groin access was surgically repaired, and the patient was sent to the intensive care unit still intubated. Follow-up echocardiogram indicated more mitral regurgitation than prior to the procedure was still present. The following day, the patient experienced a watershed stroke. The patient was placed on comfort care. The patient died six (6) days post-procedure.

Manufacturer narrative:
H6: patient code added. Device evaluated by MFR.: upon receipt at our post market quality assurance laboratory, the watchman flx pro delivery system and closure device were thoroughly analyzed. Visual analysis of the delivery system revealed the sheath to contain numerous kinks and the closure device frame to be damaged. Microscopic analysis found tip damage as the tri-cuts were flared, and there were abrasions on the inside of the sheath tip, which is consistent with deploying and recapturing the closure device. The observed damaged was likely due to forces that are put upon the device during insertion, advancing, and manipulation. A functional test was performed by re-attaching the closure device to the core wire. The closure device screwed onto the core wire tip easily, without resistance. There were no tactile difficulties threading or unthreading the closure device to its limit and the act of threading and unthreading the closure device was smooth throughout the thread mesh. Tensile force was applied to the closure device and the threads provided secure attachment between the core wire and the closure device as evidenced through loads high enough to alter the shape of the closure device. The closure device was released from the core wire after five full rotations. Laboratory analysis was unable to confirm the reported clinical observations as clinical circumstances could not be replicated. Procedural media was provided to aid in the investigation and was reviewed by a bsc medical director. The available media consisted of transesophageal echocardiography (tee) and fluoroscopy video loops. The left atrial appendage showed a shallow anatomy with a minimal depth measuring 16mm via tee. Fluoroscopy review showed attempts with a smaller watchman flx pro closure device, followed by attempts with a larger watchman flx pro closure device, then pulling the larger watchman flx pro closure device back into the delivery/access system sheaths. The core wire was seen detached from the threaded insert of the watchman flx pro closure device while inside the sheath. The detached watchman flx pro closure device fully exited the sheath and embolized into the left atrium. Tee review showed a deployed watchman flx pro closure device in the left atrial appendage, still attached to the core wire. The position was proximal, and some views showed the device measurement suggesting a compression at the lower range and a flat distal device surface. The watchman flx pro closure device was seen entangled in the mitral valve with severe mitral regurgitation. The watchman flx pro closure device was removed from the mitral valve and retrieved. The mitral regurgitation appeared to still be at least moderate after device removal. The available media was consistent with the reported event.

Manufacturer narrative:
Device evaluated by MFR.: upon receipt at our post market quality assurance laboratory, the watchman flx pro delivery system and closure device were thoroughly analyzed. Visual analysis of the delivery system revealed the sheath to contain numerous kinks and the closure device frame to be damaged. Microscopic analysis found tip damage as the tri-cuts were flared, and there were abrasions on the inside of the sheath tip, which is consistent with deploying and recapturing the closure device. The observed damaged was likely due to forces that are put upon the device during insertion, advancing, and manipulation. A functional test was performed by re-attaching the closure device to the core wire. The closure device screwed onto the core wire tip easily, without resistance. There were no tactile difficulties threading or unthreading the closure device to its limit and the act of threading and unthreading the closure device was smooth throughout the thread mesh. Tensile force was applied to the closure device and the threads provided secure attachment between the core wire and the closure device as evidenced through loads high enough to alter the shape of the closure device. The closure device was released from the core wire after five full rotations. Laboratory analysis was unable to confirm the reported clinical observations as clinical circumstances could not be replicated. Procedural media was provided to aid in the investigation and was reviewed by a bsc medical director. The available media consisted of transesophageal echocardiography (tee) and fluoroscopy video loops. The left atrial appendage showed a shallow anatomy with a minimal depth measuring 16mm via tee. Fluoroscopy review showed attempts with a smaller watchman flx pro closure device, followed by attempts with a larger watchman flx pro closure device, then pulling the larger watchman flx pro closure device back into the delivery/access system sheaths. The core wire was seen detached from the threaded insert of the watchman flx pro closure device while inside the sheath. The detached watchman flx pro closure device fully exited the sheath and embolized into the left atrium. Tee review showed a deployed watchman flx pro closure device in the left atrial appendage, still attached to the core wire. The position was proximal, and some views showed the device measurement suggesting a compression at the lower range and a flat distal device surface. The watchman flx pro closure device was seen entangled in the mitral valve with severe mitral regurgitation. The watchman flx pro closure device was removed from the mitral valve and retrieved. The mitral regurgitation appeared to still be at least moderate after device removal. The available media was consistent with the reported event.

Event description:
It was reported that pre-mature detachment occurred. A left atrial appendage (laa) closure procedure was being performed in a patient with a shallow broccoli shaped laa. A watchman access system (was) was positioned at the laa. A 24mm watchman flx pro closure device and delivery system (wds) were advanced and deployed but did not meet release criteria. The 24mm wds was exchanged for a 27mm wds. Prior to deploying the 27mm wds, the was had moved out of position so the 27mm wds was removed, and a pigtail was inserted to reposition the was. The 27mm wds was re-flushed and inserted back into the patient. The 27mm was deployed multiple times with approximately five recaptures. The physician decided there was not enough depth for the 27mm wds and the plan was to abort the procedure. However, as the physician was recapturing one final time, the core wire became unattached from the threaded insert of the closure device. The closure device was partially in the was. The physician attempted to screw the core wire back into the closure device, however in doing so, that pushed the closure device out of the was. The closure device then migrated to the mitral valve where it became stuck causing mitral regurgitation, and the patient began decompensating quickly. Cardiopulmonary resuscitation was initiated, and the patient was placed on extracorporeal membrane oxygen (ECMO). The physicians decided to attempt snaring the closure device. The physician was able to get ahold of the closure device using a fast catheter cryo sheath and a grasping snare. The closure device was dislodged from the mitral valve however the physicians were unable to pull the closure device all the way into the cryo sheath. A wire was passed through the closure device to maintain control while the physicians upsized the cryo sheath to a mitral clip sheath. Once the mitral clip sheath was across the septum, the closure device was easily pulled into the sheath and removed from the body. The groin access was surgically repaired, and the patient was sent to the intensive care unit still intubated. Follow-up echocardiogram indicated more mitral regurgitation than prior to the procedure was still present. The following day, the patient experienced a watershed stroke. The patient was placed on comfort care. The patient died six (6) days post-procedure.